Event description:
It was reported that during a lap. Gastric bypass, the blade tip of the instrument broke off inside the pt. They used imaging equipment to locate the tip and were able to remove it through the trocar. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2007. Info anticipated, but unavailable at this time.